Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited undersensing. A defibrillation threshold test was performed in which the patient was induced into ventricular fibrillation. The rv lead undersensed the vf. It was noted that the physician had no plan at this time for a lead revision. The lead remains in service. No additional adverse patient effects were reported.